Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to a blood glucose (bg) level of over 1000 mg/dl and diabetic ketoacidosis. Reportedly the customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2022. During troubleshooting with tandem technical support, it was discovered that multiple temperature alarms occurred; however, the pump was not exposed to extreme temperatures. A replacement pump was sent to resolve the issue.